Manufacturer narrative:
Additional information: device available for evaluation? Yes. Returned to manufacturer on: 10/14/2019. Device returned to manufacturer? Yes. Device evaluation: the returned sample was received on 14-oct-19. A visual inspection of the lens shows it was cut in half, most probably to aid in explant. Based on the condition of the return, further analysis is not possible. The reported complaint issue could not be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: unknown/not provided. (B)(4). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zct525 21.0 diopter intraocular lens (iol) was explanted due to the patient experiencing blurry vision. The explanted lens was replaced with a model zct225, 21.5 diopter iol. At explant there was no incision enlargement, sutures or vitrectomy required. It was noted the patient was doing well post-exchange. No other information was provided.